Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On the day of onset, the patient began treatment with meropenem injection 1.5 grams (route, frequency, and duration not reported) and heparin injection 1000 international units each bag three days (route and frequency not reported) for the peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date the patient's pd effluent was clear and it was reported the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.